Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd, visual and functional examination, the unit was found to require the following replaced: uniboard, bezel and muffler. After servicing, the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no svc history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module will be returned because the screen did not work. No add'l info is available. There was no pt consequence.